Event description:
A patient had a surgical repair of the herniated l5/s1 disc eccentric to the right side and compressing the right s1 nerve. The patient continued to complain of pain post-operative so an MRI was done. MRI had significant metallic artifact in the l5-s1 posterior disk space. A follow up CT mylogram showed: there is a 2-mm metallic density in the posterior right aspect of the disk space and moderate right foraminal narrowing secondary to a combination of disk and osteophytes resulting in anatomic impingement on exiting right l5 nerve root. The patient returned to the or (operation room) to decompress his nerve and remove the fb. The fb is a piece of a pituitary rounger that broke off in the patient. The physician does not think this was causing his pain.======================manufacturer response for pituitary rounger, (brand not provided) (per site reporter).======================just starting the process. They are starting to investigate.